Manufacturer narrative:
Catheter model: 8780 serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
A catheter issue was reported and a recurrent seroma was indicated. Patient symptoms also included pain and headache. Healthcare provided chose to explant the entire system. Patient was later reported to be doing fine. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Returned for analysis was the pump and catheter. Analysis of the pump revealed no anomalies normal device function. The catheter returned was partial incomplete in segments and when received it was noted that it was ¿very hard to remove¿. It was patent and analysis revealed no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.